Event description:
Device failed to deploy anchor screw. Device removed and replaced with new device. No patient harm.

Event description:
Device failed to deploy anchor screw. Device removed and replaced with new device. No patient harm.